Event description:
Legal case ¿ USA (master case no. 2022 ca 002670) patient ID: pamela silvis-zelasko + right knee case-(B)(4) rk 2nd rev is associated with this case. 9/18/24: additional information received in in-box on 9/13/24. Attached email, initial and revision op reports/product ids, and ebi report. Added device information for femoral in case and updated device information in case-(B)(4) based on new information received. It was reported via legal documentation that approximately 53 months after a right knee revision procedure, the patient underwent a revision procedure to address pain and weakness. Initial surgery and revision surgery operative notes were provided. Preoperative and postoperative diagnoses indicated right failed total knee arthroplasty. Indications for procedure: the patient is an 63 y.o. Female who had a right total knee arthroplasty performed at an outside hospital in the distant past. She had a history of prior revision with poly exchange with me in 2017 that worked well for several years with the exactech optetrak knee system with a polyethylene that was ultimately recalled by the company. She presented to my office at shands in 2022, with a chief complaint of continued knee pain and weakness. Infection work-up was performed and was negative. Procedure in detail: a ¼ -inch osteotome was used to remove the old polyethylene. The prior femoral component was inspected and found to be debonded from the underlying cement. Using a combination of osteotomes and the micro-sagittal saw, the femur was removed atraumatically. There was aori type 2 bone loss with severe loss in the lateral femoral condyle, especially posteriorly. The tibial component was inspected and found to be well-fixed. Using a combination of osteotomes and the micro-sagittal saw, the femur was removed atraumatically. There was aori type 3 bone loss in the tibia, with gross loss in both hemi-plateaus. The patient was revised to a competitor¿s devices, excluding the remaining patella. The patient was transferred to the holding area in stable condition. No further issues or complications were reported. No additional information is available. The serial number 3641241 is confirmed to be a part of recall number: z-0021-2022 02-012-44-3015 - logic tibia implant psc insert, sz 3, 15mm serial: (B)(6). 510k: k110547 UDI: (B)(4). Product code: jwh x-ray: no operative notes: yes. Concomitant devices: (B)(6) 02-012-42-3008 - logic pts, size 3, 8mm (B)(6) 200-02-32 - three peg patella 32mm (B)(6) 02-010-01-0330 - logic femoral ps cem right sz 3 (B)(6) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t". Original description summary: it was reported that approximately 53 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available. Product: 9999 510k: n/a UDI: n/a product code: jwh x-ray: no operative notes: no concomitants: unknown.

Manufacturer narrative:
"D10: 02-012-44-3015 - logic tibia implant psc insert, sz 3, 15mm. 02-012-42-3008 - logic pts, size 3, 8mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02895. This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, a failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."